Event description:
When scanning pt ID bar codes during the analysis portion of a cycle on the series 800 blood gas analyzer (bga), it is possible for the character string to drop a character within the string and add an arbitrary character to the end of the string. Such an event introduces the possibility for pt data to be misassigned when the data is downloaded from the bga to a laboratory info system. This issue, identified during in-house testing, originates in the 800 series software. Testing confirmed that this situation does not occur at any other time during a cycle. To date, no reports of such occurrences have been obtained from the field.